Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation was confirmed. As received, the axium pushwire was found bent at the proximal end, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator were found intact. Under the microscope, the coin was found located against the lumen stop with the shield coil present. The implant coil was broken from the pushwire at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. Two images were provided and reviewed. The images showed the stent was used to secure the stretched coil in place. Based on images review and pushwire evaluation, we were unable to determine the cause of coil loop in parent vessel and broken coil. It is possible that repeated repositioning, pushwire rotation, or the ¿stent/coil¿ interaction may have contributed to the issue of coil stretch. The stretching of the implant coil may have subsequently led to the reported issues which required a stent to secure the portion of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Also, "do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device, and completion of the evaluation, a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment of a small unruptured, saccular, petrous internal carotid artery aneurysm, the coil was stretched and left in patient's vessel. It was reported that after the coil was delivered to the intended location, however, the physician was not satisfied. The physician retrieved part of the coil and half released a stent to form a basket. The physician was still not satisfied with the result, so the coil was adjusted again. It was then found that the coil was stretched and left in patient's vessel. The stent was completely released to secure the stretched wire. The micro catheter was removed and an angiography catheter was used to push the rest of the stretched coil out of the neck and the procedure was completed. There were no patient symptoms associated with this event.